Event description:
Conmed japan reported on behalf of the customer that the device ias12-100lpi, airseal 12/100mm lpi port, was being used on (B)(6)2023 during a laparoscopic radical prostatectomy procedure when it was reported ¿the tip of trocar was broken and dropped off into the patient body. The fragment was retrieved with forcep but it was disposed at the hospital.¿. The procedure was completed with the use of an alternate device and the length of delay is unknown. There was no report of injury, medical intervention, or hospitalization for the patient or user. The current status of the patient was reported as "unknown. ". This report is being raised on the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The reported device has been returned to conmed; however, the evaluation of the device has not been completed. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. We will continue to monitor for trends through the complaint system to assure patient safety.

Manufacturer narrative:
Received one ias12-100lpi in unoriginal package. Lot number was not able to be verified. Performed a visual inspection, the complaint was confirmed. The tip of the trocar was chipped. A 2 year lot history review could not be conducted as a lot number was not provided. A device history review cannot be conducted as a lot number was not provided. (B)(4). Per the instructions for use, the user is advised to use extreme caution during airseal access port insertion. Improper use of this product can result in life-threatening injury to internal organs and vessels. Ensure that adequate pneumoperitoneum or pneumorectum is established. Ensure that the patient is properly positioned so that organs are away from the penetration site. Direct the airseal access port¿s tip away from significant vessels and organs. Do not use excessive downward force. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
Conmed japan reported on behalf of the customer that the device ias12-100lpi, airseal 12/100mm lpi port, was being used on (B)(6) 2023 during a laparoscopic radical prostatectomy procedure when it was reported ¿the tip of trocar was broken and dropped off into the patient body. The fragment was retrieved with forcep but it was disposed at the hospital.¿. The procedure was completed with the use of an alternate device and the length of delay is unknown. There was no report of injury, medical intervention, or hospitalization for the patient or user. The current status of the patient was reported as "unknown. " this report is being raised on the reported malfunction with potential for injury upon reoccurrence.